Manufacturer narrative:
Batch review performed on 29 december 2016. Lot 1652476: (B)(4) items manufactured and released on 11 july 2016. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot. On 09 january 2017 the r&d project manager performed a visual inspection of the retrieved instrument and commented as follows: failure of the welding between the components on the inner shaft. The welding prevents the driver to disassemble when used in counter-clockwise direction. All parts are tested to 9nm torsion (clockwise and counterclockwise) before release. In this case, the maximum torque has probably exceeded and the welding failed. The instrument belongs to a "first generation", the more recent and future productions of the new instruments are designed with a hex-based inner connection, in order to further improve the torsion strength. The risk associated is low: the instrument set always include two poly-axial screwdrivers and one "simple" screwdriver, which allow to complete the surgery.

Event description:
During screw insertion, the polyaxial screwdriver broke close to the handle where the connector meets the shaft on which a welding seam is visible. No fragments fell down into the patient.